Event description:
It was reported that an unexpected reset occurred. The customer reported a blood glucose level of nearly 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy